Manufacturer narrative:
Product analysis: the distal tip was slightly frayed. The 13th and 14th distal stent segments were deformed with a number of struts partially raised and overlapping. (B)(4).

Event description:
Physician intended to implant an endeavor resolute stent. It was reported that the device could not cross the lesion. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.